Event description:
It was reported that the ventilator delivered a higher peep, positive end expiratory pressure, value than set. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a folfusor lv 5 device had a long fiber in the tubing after being filled with a cytotoxic drug. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.